Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable and the pump shut off unexpectedly. Reportedly, the customer was able to charge the pump with an alternate cable and resume insulin therapy. Customer¿s blood glucose level was 150-180 mg/dl..